Event description:
Information was received that the cadd legacy pump has error message 7200 and will not run. Patient stated pump would not stop beeping until the batteries were removed. Dates of use: from 2018 to ongoing. Maintenance due (B)(6) 2019. Remodulin 23 nanograms/kilogram/minute, frequency: continuous, route: intravenous. No reported adverse effects.